Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon tightening the arthrodesis perimeter screw into place during final implantation, the screw head broke off. Once the screw head broke off, the piece was removed. No foreign bodies were retained. The body of the screw was left in place as the surgeon was unable to get it out to replace it with a new one. The surface of the screw that was left in was not sitting above the component. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 0001825034-2024-01114. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.